Event description:
Related to MFR report #2183959-2012-00627, 00628. The pt was implanted with an ams monarc sling on (B)(6) 2006 with the intention of treating her for "pelvic organ prolapse and stress urinary incontinence." It was reported that as a result the pt experienced "severe and permanent bodily injuries and significant mental and physical pain and suffering. It was also indicated that the pt suffered "infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.